Event description:
It was reported that the customer had low blood glucose levels of 44 mg/dl. The mother of the customer reported a motor error alarm from the insulin pump during bolus. The customer also reported a crack on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted during testing. However, the device was unable to prime during prime test due to slightly loose drive support disk. The device was received with cracked case at display window corners, reservoir tube, and battery tube threads. It had minor scratched display window and missing end cap sticker.